Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
During preparation for a thrombectomy procedure, the hospital technician noticed that the penumbra system 5max ace reperfusion catheter (5max ace) was kinked at the hub. The kinked 5max ace was found prior to use and was not used for the procedure. The procedure was successfully completed using a new 5max ace.